Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - the threaded olives are breaking and broken fragmented pieces left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 3007420745-2025-00003; 340-60-005 s303: broke/cracked/damaged. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.